Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. The device was returned to olympus for inspection and the reported failure was confirmed. A root cause could not be identified. Based on the results of the investigation: it is likely the following led to the malfunction: this incident was caused by a component failure at the tip of the jaw. The cause of the failure of the part could not be determined. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from customer.

Event description:
It was reported the powerseal curved jaw sealer and divider's handle could no longer be opened and closed. The event occurred during a therapeutic pancreaticoduodenectomy procedure. The procedure was completed using a similar device. There was a slight delay to the procedure reported. There were no reports of patient harm.

Manufacturer narrative:
E1: establishment name: (B)(6). The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.